Manufacturer narrative:
The insulin pump received with critical pump error due to moisture damage on all electronic assemblies. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. Unable to verify insulin flow blocked alarms due to critical pump error. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, faded end cap address label, slight corrosion in battery tube, moisture damage on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of critical pump error and insulin flow blocked alarm. The customer's blood glucose reading was 150 mg/dl. The customer stated that they were unable to clear the alarm and the pump was not working at all. The insulin pump will be returned for analysis.